Event description:
Caller reported receiving alarm 2 followed by alarm 26, indicating a possible device issue. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin delivery. They experienced four similar events over the past nine weeks and were experiencing frequent occlusion issues, which were addressed with further assistance requested by technical support.